Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure performed on (B) (6) 2010. According to the complainant, once the stent was positioned over the stricture, the stent could only be partially deployed. The stent was removed from the patient, and the procedure was completed with a 60mm wallflex stent without any patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4) (stent - partially deployed). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure performed on (B)(6), 2010. According to the complainant, once the stent was positioned over the stricture, the stent could only be partially deployed. The stent was removed from the patient, and the procedure was completed with a 60mm wallflex stent without any patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Additional information was reported through the (B)(4): there were abrasions from the partly deployed device to duodenum and esophagus on removal. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Stent, partially deployed. (B)(4). As the device has not been returned, boston scientific corporation could not perform a technical analysis. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.